Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, the endoleak occurred due to placement of the device at the heavily angulated proximal neck. We do indicate in our IFU that key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.

Event description:
In 2006, patient went in for aaa repair. Physician placed one main body graft and two iliac leg grafts. The patient was outside of the labeled indications for use as they exhibited a heavily angulated proximal neck. Over time, a type I endoleak developed as a result. In 2007, the physician placed a renu convertor and an iliac leg graft in order to resolve the endoleak.